Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to an unknown product performance issue. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.